Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, a message requesting the user to check the grounding pad appeared vio dv integrated electrosurgical unit (iesu), and the iesu failed to recognize the grounding pad. The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had repositioned and replaced multiple grounding pads, cleaned the patient¿s skin and power cycled the iesu, but the issue was not resolved. Site stated that the grounding pad icon turned green when the grounding pad was folded onto itself; however, the grounding pad icon turned red again when the grounding pad was tested on staff¿s skin. Tse had site use a third-party esu to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the grounding pad recognition issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed, and visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and functioned as expected. The complaint was confirmed based on the field evaluation and failure analysis.